Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 2, pump error 19, or pump error 28, pump error 53 noted during testing. Pump error 2, pump error 19, or pump error 28, were located in the formatted history and long trace files due to a software anomaly. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 459 and file number 32,000. Unable to determine the root cause per r&d. No pump error 130 noted during testing. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.